Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. No information was provided regarding blood glucose levels, so it was unclear if there was any impact. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump.